Manufacturer narrative:
The device was returned to evaluation and the customer¿s allegation was confirmed. The subject device was tested and no proper image was displayed when connecting the device to the test video processor. The evaluation found a faulty cable had caused the failure. Only test patterns, such as color bars were visible on the screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k camera head did not display an image prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the final legal manufacturer¿s investigation, additional information from the reporter and the device history record (DHR) review. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. It has been six years since the subject device was manufactured. The investigation determined the most likely cause of the no image failure was a cable that had broken down. However, it is unknown what caused the cable to fail. Olympus will continue to monitor the field performance of this device.

Event description:
The procedure was completed with different equipment. Nothing reportedly fell into the patient.